Event description:
This is the most recent event of this rv lead with t-wave oversensing. There were other episodes dated: (B)(6) 2011, (B)(6) 2010, (B)(6) 2009. These episodes since sj pg changed out for medtronic. During the (B)(6) 2009 oversensing issue the sensitivity was decreased from 0.3mv to 0.6mv, which was also programmed when she had the sj pg. With the sj device she received inappropriate shocks due to t-wave oversensing on this lead.